Manufacturer narrative:
Results: there was no visible damage to the apollo wand (wand). Conclusions: evaluation of the returned device could not confirm the complaint. The wand was coupled to a demonstration apollo unit and functioned as intended. If the wand is not properly coupled to the apollo unit, the knob may not seat properly with the transducer, and lack of vibration may be experienced. Apollo wands are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the wand stopped vibrating. The procedure was completed using a new wand. There was no report of an adverse effect to the patient.